Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube window.

Event description:
It was reported that the customer received a no delivery alarm. Customer was in the hospital due to diabetic ketoacidosis and blood glucose was 983 mg/dl. Advised customer to discontinue use of insulin pump and revert to back-up plan per health care professional's instructions. No further info provided.